Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump display went blank. She stated that she had to play with the battery cap to get the insulin pump to come on and that the battery cap contact was loose. The blood glucose reading was 214 mg/dl. A new battery cap was sent and the customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions until the new battery cap arrived.